Manufacturer narrative:
The reported condition of failure to alarm during power up was not confirmed or duplicated; therefore an assignable cause could not be determined. This is a baxter owned device, and therefore will not be returned to the customer. A service history review revealed no previous service events were related to the reported condition. This device utilizes user interface module master software version 6.13.90 categorized as unremediated. (B)(4)

Event description:
The facility representative reported a colleague infusion pump with failure to alarm during power up. The facility representative stated that there were no reports of patient injury or medical intervention. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).

Manufacturer narrative:
(B)(4). The device evaluation has not been completed. No additional information is available at this time. Should additional information become available a follow-up medwatch will be submitted.